Event description:
From staff: patient was here for a breast stereotactic breast biopsy. During the set-up of the eviva stereotactic guided breast biopsy system the device did not pass inspection- saline did not flow through the device to the needle end. Saline bag and connection was checked. Set-up process was attempted for the 2nd time, and the saline still did not flow through the biopsy device as it should. At that time the device was removed from the area and a new eviva stereotactic guided breast biopsy system was opened. This one passes all se-up steps and the biopsy was performed.